Event description:
Customer reportedly obtained results of 200 mg/dl and 97 mg/dl on the same device within 10 minutes. No action taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspected device and replacement was sent.